Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that it was like a tennis ball over the implantable neurostimulator (ins) since (B)(6) 2016-. The device was in the patient's right hip and seemed like it had moved to the left a little bit. It had been a bit painful and they had maybe a twinge here and there. This was due to a sudden change in therapy or symptoms. There were no falls or trauma related to the issue. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.